Manufacturer narrative:
The zoll catheter in complaint has not been returned for investigation. Therefore, a physical investigation was not performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A patient received intravascular temperature management therapy via femoral line. During therapy, the saline bag was found empty twice. No fluid were noted around the patient or on the floor. The catheter was not replaced since the customer was able to reach the target temperature. No patient consequences reported.